Event description:
It was reported that a physician was not able to obtain a tissue sample during a renal biopsy. When another disposable biopsy needle was placed in the driver, the biopsy procedure was successfully concluded. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot number to date. The complaint sample was returned for eval. The device was visually inspected and no apparent defects were noted with the exception that the hub notch was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and it was noticed that there was a gap at the sample notch. It was also noted that it was possible the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, would account for a gap observed at the sample notch as well as affects the needles ability to cut and obtain a sample. The complaint is confirmed, as a gap at the hub and sample notch along with a loose stylet hub were found during the sample eval. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventative actions have been identified and have been implemented. The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collection multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.